Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the stylet not inserted in the lead and the pinch on tool not affixed to the lead connector pin. The lead was returned with the helix retracted and bent inside of the sleeve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited high thresholds, undersensing and a fracture. The lead was explanted and a new lead was implanted. High threshold was measured with the new lead as well, but once the device was connected there was no issue observed. The new ra lead remains in use. No patient complications have been reported as a result of this event.